Event description:
It was reported to boston scientific corporation in early 2009 that a leveen coaccess electrode system was used during a hepatic radio frequency procedure. According to the complainant, the roll-off was too fast (80w for 2 minutes and 90w for 2 minutes). The procedure was completed with another leveen coaccess electrode system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.